Event description:
The customer alleges that the volume of the cic telemetry central station monitor was turned down to 60%. Subsequently the staff could not hear audible alarms over the competing noise in department. A patient death occurred. The equipment operated correctly per the user facility risk manager and members of her staff. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.